Manufacturer narrative:
A review of tickets by lot 53194uq06, found no other complaints similar to the current complaint and no trends were identified related to this issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 53194uq06 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 53194uq06 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 53194uq06. A review of product labeling found adequate information regarding sample handling, interpretation of results, and troubleshooting of this issue. Based on the investigation no product deficiency was identified for the clinical chemistry total bilirubin assay, lot 53194uq06.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed total bilirubin results on 44 patients generated on the architect analyzer. The customer reported a result of <0.1mg/dl; then during her lunch another tech had 2 more result <0.1 and questioned them. They replaced the kit and retested the three samples with all generating 0.2 (0.3-1.2mg/dl). The customer then repeated all remaining 44 samples from (B)(6) 2019 between 07:00 to 13:30, results ranged from 0.1 to 1.0. There was no reported impact to patient management.